Manufacturer narrative:
(B)(4). The customer made several attempts to repair it by replacing several parts but could not solve the auto triggering issue. The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and the reported malfunction could not be duplicated.

Event description:
It was reported that a ventilator auto triggering. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.